Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the lead dislodged after being placed. After several attempts in trying to position the lead into place without success, the lead was replaced. The new lead was successfully positioned without issue. Patient is stable.